Manufacturer narrative:
The device was returned to the manufacturer for analysis. A bend was observed at approximately 3.5cm from the distal end of the catheter. There was also a presence of foreign matter at the distal electrode. The catheter was tested for electrical properties and the catheter mated with no resistance. All circuits met specification for continuity, circuit resistance and intercircuit resistance. The reported failure was not confirmed through analysis. The device passed all relevant testing/ inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 12 jun 2020. It was reported that the catheter had noisy electrograms. During an ablation procedure for atrial fibrillation with a woven diagnostic electrode catheter, about 2 hours into the procedure, noise appeared on electrodes 1-2 and 3-4 during connection. The catheter cable was replaced, but the issue was not resolved. The procedure was then completed using another manufacturer's device. Device analysis found foreign material at the distal electrode.